Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device has been evaluated. The results of the independent laboratory, device return date, and device manufacture date are available. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h4, h6, and h10. An independent laboratory performed for olympus two culture tests for the device. Results of the first test on (B)(6) 2022, did not conform to the french regulation of july 4, 2016. The results are as follows: all channels: number of revivable microorganisms greater than 100 cfu/endoscope. Distal end: number of revivable microorganisms less than 5 cfu/endoscope, and coagulase-negative staphylococci detected. Conclusion: with a number of viable microorganisms greater than or equal to 25 cfu/endoscope, the results obtained correspond to the defined action level in french regulation of july 4, 2016 and french regulation of july 4, 2016 august 2, 2018. The microbiological quality of the duodenoscope is not satisfactory, for the parameters sought, for an endoscope subjected to disinfection of intermediate level and rinsed with bacteriologically controlled water. The device was reprocessed again per the instructions for use and a second test was performed. Test results on (B)(6) 2022, of the second test are as follows: operating channel: number of revivable microorganisms less than 1 cfu/endoscope suction channel: number of revivable microorganisms less than 1 cfu/endoscope auxiliary water channel: number of revivable microorganisms less than 1 cfu/endoscope air/water channel: number of revivable microorganisms 5 cfu/endoscope, and coagulase-negative staphylococci detected. Distal end: number of revivable microorganisms less than 1 cfu/endoscope. Conclusion: with a number of viable microorganisms between 5 and 25 cfu/endoscope, in the absence of detectable indicator microorganisms according to the methods used, the results obtained comply with the alert level defined in french regulation of july 4, 2016. Given the nature (non-pathogenic flora) and the number of microorganisms isolated, the microbiological quality of the endoscope can be considered as satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water the results conforming to the target levels established by the french regulations, the device is released from quarantine. The returned device has been evaluated. Wear and tear was noted for the device. Observations for the device: distal end insertion part and forceps elevator have scratches; control unit channel mount has wear and tear and mouth piece is deformed; suction cylinder is scratched; air/water cylinder is scratched; connector has scratches; ultrasonic connector driving unit is damaged; up down knob has low angulation; biopsy channel has scratches; and air/water channel and distal end guide channel has wear and tear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. The device has been sent to an independent laboratory to perform a culture test for the device for olympus. The results are pending. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel. Detergent is not used. During manual cleaning brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port, and distal/areas around the elevator. Equipment used is olympus maj-1534 brush and teccare enr-kit2-15-200 swab. No information provided on detergent and disinfectant used. Automatic endoscopy reprocessor (aer) device is soluscope s4. Detergent used with it is anios cln and disinfectant used is anios paa. The device is stored in a dsc 8000 drying storage cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold for all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Per customer hygiene microbiological investigation (hmi) sampling taken, the microbial results obtained for all channels are as follows: second test: last reprocessing: (B)(6) 2022, start of analysis: (B)(6) 2022, revivable microorganisms: greater than 100 cfu/endoscope, revivable microorganisms: greater than 72 cfu/100 ml, non-targeted identification: psuedomonas stutzeri, test conclusion: with the presence of indicated microorganisms, the results obtained correspond to the level of action defined in the (B)(6) regulation of (B)(6) 2016. Test interpretation: the microbiological quality of the endoscope is not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. First test: last reprocessing: (B)(6) 2022, start of analysis: (B)(6) 2022, revivable microorganisms: greater than 100 cfu/endoscope, revivable microorganisms: greater than 91 cfu/100 ml, non-targeted identification: gram positive bacteria, test conclusion: with a number of viable microorganisms greater than 25 cfu/endoscope, the results obtained correspond to the level of action defined in the french regulation of july 4, 2016, for an endoscope subjected to intermediate level disinfection and rinsed with controlled bacteriologically water. Test interpretation: the microbiological quality of the endoscope is not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water.